Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "automatic adjustment of stimulation output in resynchronization therapy: impact and effectiveness in clinical practice." Europace. September 1 2011;13(9):1311-1318.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "automatic adjustment of stimulation output in resynchronization therapy: impact and effectiveness in clinical practice." Europace. (B)(6) 2011;13(9):1311-1318. Additional information has been received including patient demographics which have been added.

Event description:
A journal article was reviewed that contained information regarding this lead. Information obtained through follow up indicated that the right ventricular (rv) lead had dislodged. The lead was repositioned. There were no patient complications reported as a result of this event.

Event description:
A journal article was reviewed that contained information regarding this lead. Information obtained through follow up indicated that the right ventricular (rv) lead had dislodged. The lead was repositioned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The actual device was not received for analysis; however, performance data was received from the device. Analysis found no anomalies.